Event description:
It was reported that the patient underwent transurethral resection of bladder tumor under general anesthesia and returned to the ward after surgery with continuous drip irrigation through a three cavity foley catheter at a rate of about 80 drops/min with clear color. Later, the patient complained of abdominal distension. After manual rinsing, the effect was not obvious. The complainant had checked the patency of the urinary catheter and found that urinary balloon was ruptured. It was reported to the doctor and the patient was ordered to repeat the retention catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not resterilize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent transurethral resection of bladder tumor under general anesthesia and returned to the ward after surgery with continuous drip irrigation through a three cavity foley catheter at a rate of about 80 drops/min with clear color. Later, the patient complained of abdominal distension. After manual rinsing, the effect was not obvious. The complainant had checked the patency of the urinary catheter and found that urinary balloon was ruptured. It was reported to the doctor and the patient was ordered to repeat the retention catheter.